Event description:
The customer reported that the system worked fine all day and when the system was moved to a different room, it would not boot up.

Manufacturer narrative:
The ge service rep arrived on-site and found the unit stopping at run fdisck failed. The system needs a new hard drive so the old hard drive can be sent in for investigation. He ordered a new hard drive. The rep removed and replaced the hard drive, reloaded the software, reloaded the cal and config files, then booted the system up with no errors. The system is operating as intended.